Manufacturer narrative:
This report is based on information provided by a philips distributer, philips authorized service provider (asp), and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there were issues while performing a software (sw) update, specifically that the device keeps rebooting while trying to update the sw. The event was outside of use and there was no reported patient or user harm. Based on the information available, the cause of the reported issue was due to a component failure. The issue was resolved with the replacement of the som pca (system on module printed circuit assembly) and the device was returned to service. The complaint was escalated for a technical complaint investigation and the results indicated that the som pca was defective which caused the device to malfunction. Based on the information available and results of additional analysis, the cause of the reported issue was a defective som pca. The reported issue was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by a philips distributer and asp (authorized service provider) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that there were issues while performing a sw (software) update, specifically the device keeps booting while trying to update the sw. The event was outside of use and there was no reported patient nor user harm. Available details indicate that were problems with an out-of-box device as there were issues while performing a sw (software) update, specifically the device keeps booting while trying to update the sw. There were no emitted chirps, however upon attempting to update the sw, the device was issuing the "system failure" error message. The som (system-on-module) assembly was replaced to resolve the issue. The device was tested, returned to full functionality and remains at the customer site. The customer was provided a replacement part to resolve the issue and we are expecting the return of the exchanged part. Upon receipt at philips the component will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : information provided by third party.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the dfm100 exhibited problems during the sw-update (device keeps rebooting), defective som-board. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.